Event description:
Event 1: tank found on floor with a psi reading of 2705. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(4). Event 2: tank found in x-ray reading hhhh. Bad regulator. Tank taken out of service, tagged and sent back to (B)(4). Event 3: new tank came in with a psi reading of 2285. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to (B)(4). Event 4: new tank came in with a psi reading of 2396. Problem with tanks regulator showing incorrect psi reading. Tank was flagged and sent back to allgas. Manufacturer response for oxytote, oxytote (per site reporter): ongoing issue and discussion.